Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's mother that the implantable cardiac monitor (icm) has migrated to the patient's "left breast". The device remains in use. No patient complications have been reported as a result of this event.